Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and arachnoiditis. The patient reported that the pump was removed due to infection. Additional information has been requested regarding other medications patient was taking, pertinent medical history, related symptoms, diagnostics and causality, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.